Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. (B)(4) device manufacture date: monitor - 12/15/2014; belt - 08/04/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient's children found the patient unresponsive in the patient's home and performed CPR until ems arrived. Ems reportedly did not continue resuscitation efforts. Review of the event indicates that the patient entered bradycardia at 6:16:20am. The patient's rhythm transitioned to asystole at 6:26:44am. The lifevest delivered one treatment shock at 9:34:20 during asystole. Motion/CPR artifact contributed to the false detection. The patient remained in asystole until the electrode belt was disconnected at 9:48:29.